Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Fsn crm-sal-2023-001. It was reported that the patient implanted of the subject device, has undergone a device replacement on (B)(6) 2023 according to our fsn recommendations.